Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys vitamin b12 immunoassay results for 11 patient samples tested on a cobas e 411 immunoassay analyzer compared to the results from another site. The specific analyzer used at the other site was not provided, but it was provided that the methodology was electro-chemiluminescence immunoassay (eclia). From the data provided, 5 patient results were a reportable malfunction. Please refer to the attachment to this medwatch for patient data. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
Based on the calibration and qc data provided, a general reagent issue can likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.